Event description:
This robotic large suturecut needle driver no longer providing cut feature/ dulled. This is a reposable instrument; 7/15 lives remain on this instrument. I will return to (B)(6) for reimbursement. FDA safety report ID # (B)(4).